Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (phone number) additional information added to field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. Hence, a conclusive root cause of the foreign material remaining in the subject device could not be determined. The event can be detected and prevented by following the instructions for use: instructions for gif/cf-170 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf-170 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer cleaned, disinfected, and sterilized the device before sending it to olympus for repair. The customer reported that there was no observation of foreign material. There was no delay in pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped or brushed with clean, lint-free cloths, brushes, or sponges by the customer. The air/water nozzle was flushed with a detergent solution. There were no other concerns listed with reprocessing. The device was returned and evaluated. During the evaluation, it was determined that there was foreign material coming out of the nozzle, likely a result of insufficient cleaning. Additionally, the following observations were made during the evaluation: switch 1 had a cut; due to wear of angle wire, the bending angle in the up direction did not meet the standard value; the adhesives around the light guide lens had a white-clouded area; the light adhesive around the objective lens was peeled; the protector of the video cable section had a cut; the control unit had discoloration; due to clogging of the nozzle, water removal ability did not meet the standard value; the adhesive on the bending section had a white-clouded area; due to wear of angle wire, the play of the up/down knob was out of the standard value; the connecting tube had discoloration. The following parts exhibited a scratch: the plastic distal end cover, the electrical contact of the video connector, the connecting tube, the protector of the universal cord on the control section side, the image guide protector, the scope cover, and the universal cord. The following parts exhibited cracks: the light guide lens and the adhesive on the bending section. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object coming out of the nozzle. There was no patient involvement.